Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the equinox shoulder study, approximately 10 years and 3 months post initial right tsa, the 71 y/o male patient experienced aseptic glenoid loosening. The patient was complaining of increasing shoulder pain especially with overhead activity. Imaging showed aseptic glenoid component loosening. The patient was informed to schedule CT scan and the outcome of this event is continuing. The clinical study report indicates the event is possibly related to the device and unlikely related to the procedure.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect, component, and investigation clinical codes.